Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display before and after a battery change. Customer's blood glucose was 361mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked lcd zebra connector. Unable to perform any test due to missing segments/partial display. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.